Event description:
It was reported that the deflectable videoscope image was not displayed. The issue occurred during preparation for an unspecified procedure. The procedure was completed. Information about the device used in the procedure was not provided. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) general hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of damage to the image sensor due to stress from use, circuit board component failure, external factors and or user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: chapter 3, preparation and inspection. 3.8 inspection of functions combined with related devices. Olympus will continue to monitor field performance for this device.